Manufacturer narrative:
The customer did a peg-precipitation and a serial dilution experiment. The peg-precipitation showed a poor recovery for this patient sample which can be an indication for a presence of interfering substance(s). Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The product performed within the specified limit.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a suspected interference with the elecsys ca 19-9 assay on a cobas 8000 e 602 module. In 2020, the patient's result was 16.11 u/ml. The specific date was not provided. On (B)(6) 2024, the patient's result was 365.4 u/ml and the repeated result was 360.9 u/ml on the e 602 module. On (B)(6) 2024, the patient's result was 14.33 u/ml with another method (mindray cl6000i) . On (B)(6) 2024, the patient's sample from (B)(6) 2024 was retested on the e602 module and the results were 334.9 u/ml and 358.2 u/ml. On (B)(6) 2024, the patient's result was 14 u/ml with another method (snibe maglumi x8). This sample was also sent to be tested on other instruments and the results were: the result using a cobas e801 module was 364 u/ml. The result using abbott alinity was >1200 u/ml. The result using beckman dxi800 was 10.8 u/ml. The result using wantai was 14.93 u/ml. On (B)(6) 2024, the patient's result was 308.9 u/ml on the e 602 module.